Manufacturer narrative:
Patient identifier: requested, not available due to hospital policy. Age & date of birth: requested, not available due to hospital policy. Patient sex: requested, not available due to hospital policy. Weight: requested, not available due to hospital policy. Ethnicity: requested, not available due to hospital policy. Race: requested, not available due to hospital policy. Lot number: requested, unknown. Expiration date: unknown due to unknown lot number. UDI: unknown due to unknown lot number. Implanted date - device was not implanted. Explanted date - device was not explanted. Device manufacture date: unknown due to unknown lot number. Initial reporter occupation: supply manager at ou ir. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. The product lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that the footplate of the involved angio-seal device did not set correctly during deployment. The doctor was not able to complete the angio-seal. Manual pressure was held. The procedure outcome was completed successful. The event occurred intra-operative. Medical or surgical intervention was not required. There were no other devices or equipment used with the reported product. Additional information received 09 sept 2022: the procedure performed was an afr using a 6 french sheath. There were no difficulties with the arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was not performed. The anchor did not deploy fully out of the sheath. Nothing was left in the patient.

Manufacturer narrative:
This report is being submitted as follow-up 1 to correct the MFR number, section d3, and section g1. In the initial report it was reported that the manufacture code was 1118880. However, it should have been registered under manufacture code 3013394970. For the completed investigation results please see MDR 3013394970-2022-00279.

Event description:
N/a. Follow up report.